Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Restoration stem not locked by screw. It was notice when surgeon tried to assemble the implant by the screw but screw could not locked. Used another implant. Update: "side operated-right side hip surgery delay was 15 minutes patient having nail earlier and our restoration stem was used for revision in this case."